Event description:
It was reported that the patient came in for a backup battery fault alarm. The patient performed a system controller exchange on their own to resolve the alarm. The log files were reviewed and showed a backup battery fault due to failing the load test. The backup battery was replaced that gave the alarm in backup system controller. The backup battery was over a year old. The patient had no symptoms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The system controller (serial number: (B)(6) was not returned for analysis; however, a log file were submitted for review. A review of the log file contained approximately 6 days of data ( on (B)(6) 2024 at 13:26:16 to (B)(6) 2024 at 14:53:35 per time stamp). A backup battery fault alarm was active at 13:03:55 on (B)(6) 2024 due to the backup battery not passing the load test. Backup battery faults were active until the driveline was disconnected at 13:09:57 for a system controller exchange on (B)(6)2024. The system controller was powered off at 14:49:16. Pump operation was not affected. The 11v backup battery (serial (B)(6) was returned for analysis in unremarkable condition. The returned 11v backup battery underwent functional testing and operated as intended. The reported event was unable to be reproduced during testing. A root cause for the reported event was unable to be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to investigate the issue further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial (B)(6) was manufactured in accordance with manufacturing and qa specifications. The 11v backup battery (serial (B)(6) was observed to pass all initial testing per the manufacturing data sheet. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.